Event description:
New information noted that the patient presented in ER after receiving an alert. Device interrogation revealed time out on capacitor maintenance. Capacitor maintenance was manually performed and an audible pop was heard from the device. The decision was made to explant the device. Patient was in stable condition throughout procedure.

Event description:
It was reported that during implant the charge time was 11.1 seconds which was higher than 7.8 seconds before implant. The physician was concerned. Dft testing was repeated. The charge time was 3.9 seconds. The device remained implanted.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. The high voltage capacitors were sent to the manufacturing site for further analysis. The cause of the extended charge time was an anomalous capacitor.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.